Event description:
It was reported that an asymptomatic patient presented in the hospital for a device follow up. Upon interrogation it was noted that the device exhibited high capture threshold. Lead dislodgement was observed via chest x-ray on the atrial lead. The lead was successfully repositioned. The patient remained stable during and post event.